Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user error - meal announcement misuse.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 54 mg/dl after a dinner meal announcement. The patient reported feeling shaky, sweaty, confused, and shivering. The patient treated with juice and administered glucagon nasal spray while their fiancé called ems. Ems arrived but the patient was in range and not transported or hospitalized. No long-term health effects were reported.